Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri x2 implantable pacing leads, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Event description:
It was reported the left ventricular lead demonstrated high threshold measurements due to dislodgement. The physician attempted to revise the lead but it was not possible due to the patient's anatomy. The lead was then explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.